Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing discomfort at the leads and anchors sites. Surgical intervention took place on (B)(6) 2024 wherein both leads and anchors were placed deeper in the pocket site to address the issue. Discomfort has resolved.